Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 812:02. It is unknown when this event occurred. The facility representative stated that there were no reports of patient injury, adverse event or medical intervention. During the product evaluation, it was discovered that failure code 812:02 occurred during infusion which caused an interruption during delivery. There is no further complaint information. The user interface module master software version for this device is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). A service history review revealed that this device was not previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause of the investigation is in progress through mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The reported condition was confirmed and duplicated. The assignable cause could not be determined at this time. The device will not be repaired at this time since it is a baxter-owned unit. A follow-up medwatch report will be submitted if additional information becomes available.